Manufacturer narrative:
Qn#(B)(4). Per DHR the product auto endo5 ml lot # 73c1900731 was manufactured on 03/28/2019 a total of (B)(4) pieces. Lot was released on 04/22/2019. DHR investigation did not show issues related to complaint. The customer returned one unit ae05ml autoend05 ml for investigation. The sample is for tcs 1900072966 and 1900072968. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent. The returned sample appears used as there is biological material present on the device. Reference file anp1900072966 for investigation photos. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to properly load as it got stuck in the bent rotation tab. The next clip was protruding from the channel. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. The sample was received with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. A CAPA has been opened to further investigate this issue. Reference file anp1900072966 for investigation photos. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. The device was returned with its rotation tab bent. The sample was returned with 8 clips remaining in the channel indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which prevented the clips from loading properly into the jaws of the device. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that a clip was loaded in closed condition during an operation. The user took the applier out of the patient's body and tested it to load several times, then the clip got stuck in the applier and did not come out. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during an operation. The user took the applier out of the patient's body and tested it to load several times, then the clip got stuck in the applier and did not come out. Therefore, the device was replaced with a new one. No clip fell/remained in the patient.